Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. (B)(4) submitted for adverse event which occurred on (B)(6) 2011, (B)(4) submitted for adverse event which occurred on (B)(6) 2018.

Event description:
It was reported by an attorney that the patient underwent incisional hernia repair surgery on (B)(6) 2007 and mesh was implanted. It was reported that the patient underwent ventral hernia repair on (B)(6) 2011. It was reported that the patient underwent mesh removal with new implant on (B)(6) 2018 due to infected mesh. It was reported that the patient experienced pain, hernia recurrence, infection, adhesions, wound vac and drainage od abscess. No additional information was provided.